Event description:
It was reported during the procedure, the right atrial (ra) lead was difficult to extend and retract. The physician suspected a fracture in the lead, and exchanged it for a new one. No adverse effects were reported. Additional information: this report has been updated to include final analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported during the procedure, the right atrial (ra) lead was difficult to extend and retract. The physician suspected a fracture in the lead, and exchanged it for a new one. No adverse effects were reported. The lead is expected for return.